Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was pulling the internal peg tube bolster until it was seated snugly against the gastric mucosa however; the bolster was pulled through the abdominal wall. Free gas leaked into the abdominal cavity. The physician tried to replace the peg with another kit but the abdomen became swollen. The physician placed a suture around the hole and placed a 22 french foil catheter through the ventricle. Attached the ventricle against the abdominal wall, inflated the catheter and closed the abdominal wall. The patient is receiving nutrition through the foil catheter. The patient was discharged the following day on (B)(6), 2010 and was reported to be in good condition.

Manufacturer narrative:
A visual examination of the device revealed the device had been cut in two from the outer ring of transition zone of the delivery system. No issue was found with the internal bolster or the transition area of delivery system. The pullwire and wire loop of the delivery system were stuck inside the cannula with the dilating tip of the delivery system wedged tightly inside the distal end of the cannula. The cannula was found to be torn at the interface of the pullwire and the wire loop, exposing both components. The pullwire was found to be kinked in multiple places. The condition of the returned unit was not consistent with the complaint incident that the user had an issue with the internal bolster. According to the endovive standard peg kits, pull method directions for use (dfu), wire placement section: "once the insertion wire has been placed, remove the cannula from the incision site." The cannula was left in place while attempting to place the feeding tube. Therefore, the most probable root cause is user/use error. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13721114.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician was pulling the internal peg tube bolster until it was seated snugly against the gastric mucosa however; the bolster was pulled through the abdominal wall. Free gas leaked into the abdominal cavity. The physician tried to replace the peg with another kit but the abdomen became swollen. The physician placed a suture around the hole and placed a 22 french foil catheter through the ventricle. Attached the ventricle against the abdominal wall, inflated the catheter and closed the abdominal wall. The patient is receiving nutrition through the foil catheter. The patient was discharged the following day on (B)(6) 2010 and was reported to be in good condition.

Manufacturer narrative:
(B)(4) - free air and swollen abdomen. (B)(4) the reported event of peg tube pulled through abdomen. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.